Event description:
It was reported that an ilet pump¿s sleep/wake button was intermittently and then consistently unresponsive, with no vibration feedback and no recovery after a 30-second press, cleaning, case removal, or rest, and the user could bypass the lock screen on the charger; replacement was arranged and education provided on shutdown, data sync, return, and continued cgm use. Symptoms included no adverse clinical effects and no reported blood glucose impact. Outcomes included device replacement and temporary use enabled via charging to access the lock screen. Investigation included guided troubleshooting, user technique verification, cleaning, case removal, power cycling attempts, and operational checks on charge. Investigation of this device was received and revealed not being able to replicate an unresponsive wake/sleep button consistent with a hardware malfunction affecting the user interface component. It was concluded, based on previously established findings for similar reports, that the cause was not a device hardware failure of the wake/sleep button assembly.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was unable to be confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."